Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:12:49. During night drain cycle six, the patient's ultrafiltration reading was 1974 ml, indicating the home patient drained 1434 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.

Manufacturer narrative:
(B)(6). The device was returned and evaluated. This is an ancillary service event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be a user error of setting the tidal total ultrafiltration removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.